Manufacturer narrative:
Unique identifier (UDI) # - corrected information: the UDI should have been (B)(4) on the initial manufacturing report.

Event description:
Programming data was received fro the patient which showed that there were no issues observed with the patient's device.

Event description:
It was reported that the patient's device had depleted prematurely and was at 25% battery life. The device manufacturing history was reviewed and the generator was shown to pass all functional specifications prior to distribution. No additional relevant information has been received to date.